Manufacturer narrative:
Returned device was received with cracked enclosure and tank cover. Outdated pcb and power switch. During the evaluation the device leaked from a crack near the drain fitting confirming the customer complaint.problem source was traced to water tank leak from crack around drain tube fitting due to wear of usage. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2006 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the warmer leaks water when hot and has a crack in the case. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. Date of event and UDI are unknown, no product information has been provided to date.